Event description:
Ous MDR - it was reported that 47 months after the implantation the physician received several alerts of ventricular fibrillation via home monitoring due to noise. One inappropriate shock was reportedly delivered. The patient is also implanted with lvad. The lead and the device are still implanted.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. In agreement with the complaint description, the analysis of the available iegms revealed the presence of noise signals in the rv and far-field channels. The presence of noise in the rv channel led to the detection of two vf episodes which resulted in shock deliveries. Based on the information available for analysis, there is no indication of an ICD malfunction. According to the data the ICD functioned as expected. However, the integrity of the lead cannot be assured and requires a device analysis. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The analysis of the returned data confirmed the clinical observation i.e. Two shocks were delivered due to the detection of noise in the rv channel. Based on the information available for analysis the integrity of the lead cannot be assured and requires a lead analysis for further conclusions. There was no indication of an ICD malfunction.